Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the surgeon threaded the cup with the handle. After the cup was in position the hand threads fractured. The threads fell into the cup and into the patient. As the extractor was removing the threads a piece fell behind the cup and the cup was removed to retrieve the piece. As a result, there was a delay greater than 30 minutes to the procedure and a new cup and was used.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found evidence that instrument fractured due to excessive sideways load being applied to the instrument. Under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."